Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® eclipse¿ blood collection needle safety shield is breaking. This occurred 5 times. The following information was provided by the initial reporter: "the customer states that the safety shields of the device are breaking when trying to cap the needle after phlebotomy."

Manufacturer narrative:
The following fields have been updated with additional information: d9: device available for evaluation: yes; d9: returned to manufacturer on: 2022-09-06. H.6. Investigation summary: bd received 15 samples (5 from each reported lot number) and 2 photos of lot 2089756 for investigation. The photos were reviewed and the customer¿s indicated failure mode for defective locking mechanism was observed with lot 2089756. Additionally, the customer samples were evaluated by functional testing and the indicated failure mode for defective locking mechanism with the incident lot was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode defective locking mechanism based on the photos for lot 2089756. This complaint has been unconfirmed for the indicated failure mode defective locking mechanism for lots 2109192 and 2119546. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
It was reported that bd vacutainer® eclipse¿ blood collection needle safety shield is breaking. This occurred 5 times. The following information was provided by the initial reporter: "the customer states that the safety shields of the device are breaking when trying to cap the needle after phlebotomy."